Manufacturer narrative:
Block h6: medical device problem code a27 is being used to capture the reportable issue of aborted/canceled procedure. Block h10: a wallflex biliary rx covered rmv stent and delivery system were returned for analysis. The stent was returned partially deployed. Visual examination of the returned device found the outer clear sheath was kinked approximately 18cm from the tip of the delivery system, the yellow jacket was inspected and found with a protrude material. The inner sheath and outer sheath near to the yellow jacket were kinked. The stent cover was found with acceptable hole. Functional evaluation revealed that it was possible to deploy the stent by actuating the delivery system (slide the handle back along the stainless steel tube) without resistance felt. No other issues with the stent and delivery system were noted. The reported event of stent failure to deploy was not confirmed as the stent could be deployed without resistance. The investigation concluded that the reported event and the observed failures were likely due to factors encountered during the procedure. It may be that the interaction of the device with the scope, the techniques used by the user and/or the patient tight anatomy limited the performance of the device and could have cause the resistance felt from the beginning of deployment. The damages noted of the returned device most likely due to the amount of force applied during attempted deployment as a result of the anatomy of the patient. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to patient condition. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/ product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a wallflex biliary rx covered rmv stent was to be implanted to treat a malignant stricture in the common bile duct during a procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was tortuous prior to stent placement. According to the complainant, during the procedure, resistance was felt from the beginning of deployment. The physician continued the procedure; however, the stent could not be deployed. The stent was removed from the patient fully covered by the outer sheath. Reportedly, the procedure was not completed as another stent of the same size was unavailable and the procedure will be rescheduled. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on december 04, 2020 that a wallflex biliary rx covered rmv stent was to be implanted to treat a malignant stricture in the common bile duct during a procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was tortuous prior to stent placement. According to the complainant, during the procedure, resistance was felt from the beginning of deployment. The physician continued the procedure; however, the stent could not be deployed. The stent was removed from the patient fully covered by the outer sheath. Reportedly, the procedure was not completed as another stent of the same size was unavailable and the procedure will be rescheduled. There were no patient complications reported as a result of this event.